Event description:
The customer reported that the n65 monitor was missing segments in the saturation of peripheral oxygen (spo2) reading. There was no pt harm reported.

Manufacturer narrative:
Covidien reference # (B)(4).